Manufacturer narrative:
Sections with additional information as of 15-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet used the replacement products; she was leaving to go to her regular checkup appointment with her doctor and would contact manufacturer when she tested using the products.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 255-375 mg/dl and expected pm fasting blood glucose test result range is 210-220 mg/dl. The customer feels well and did not report any symptoms at time of call. Customer stated that she went to hospital on (B)(6) 2023. Customer stated she had been feeling shaky, had tested and obtained the hi and had gone to the hospital. At the hospital the customer's blood glucose test result had been over 600 mg/dl; she stated that she doesn't remember the specific number, but she thinks it was 620mg/dl. The diagnosis was high blood sugar and customer was treated with IV medication. Customer did not recall exact discharge date, stating it was the 20th or the 21st. Doctors at the hospital changed her medical treatment: they increased the dosage of her insulin. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/22/2023 and open vial date is 03/01/2023. The meter memory was reviewed for previous test result history: result 1: 314 mg/dl date: 3/23 time: 8:34am fasting, result 2: 237 mg/dl date: 3/22 time: 9:23pm fasting, result 3: 380 mg/dl date :3/22 time: 12:00pm fasting, result 4: 223 mg/dl date: 3/21 time: 10:00am fasting, result 5: 340 mg/dl date: 3/21 time: 6:00am fasting, result 6: hi on (B)(6) 2023 am unknown if fasting or non fasting.